Event description:
The patient was returned to the operating room on 02/01/1999, for bleeding. On reexploration, the patient was found to be bleeding from the superior epigastric artery. The surgeons had informed the left ventricular assist device coordinator that they think the artery was eroded by one of the eyelets on the housing of the left ventricular assist device. The left ventricular assist device coordinator stated that the surgeons do not secure the left ventricualr assist device in intraperitoneal placements.